Event description:
It was reported that the bd luer-lok¿ tip syringe cracked during the preparation. The following information was provided by the initial reporter, translated from dutch: "in bd syringe 10ml there is a crack in it. During preparation the syringe cracked."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe cracked during the preparation. The following information was provided by the initial reporter, translated from dutch: "in bd syringe 10ml there is a crack in it. During preparation the syringe cracked."

Manufacturer narrative:
H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the barrel had a crack extending from 3ml to 9 ml grad lines. Potential root cause for the barrel cracked defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 2055278. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h.10.